Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00892 for the associated device report. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleed in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was tortuous. During the egd procedure, the first clip was deployed within the patient's duodenal bulb to control a bleed. Upon removal of the delivery catheter, it was noticed that the clip did not release from the catheter. The physician pulled the clip off of the mucosa in order to remove the catheter from the patient; however, this resulted in additional bleeding. Upon removal of the entire device from the patient, the clip fell into the scope. The clip was retrieved from the scope without having to re-scope the patient and an additional clip was used to treat the bleeding caused by the first device. When a third resolution clip was deployed onto the bleeding site, the clip would not detach from the catheter. The clip was pulled off the mucosa without complications and the entire device was removed from the patient. A fourth resolution clip was used to complete the procedure. There were no other complications as a result of this event and the patient was reported to be "doing well" post procedure.